Event description:
During preventive maintenance (pm) performed at zoll, the eval thermogard xp ivtm system (sn (B)(4) failed functional testing and displayed a mid:09 (air trap assembly) error message. No patient involvement.

Manufacturer narrative:
During preventive maintenance (pm) performed by zoll, the eval thermogard xp ivtm system (sn (B)(4) failed functional testing and displayed a mid:09 (air trap assembly) error message. The root cause of the mid:09 error was the defective air trap sensor block due to an overflow of saline into the console's air trap holder, likely caused either by a defective suk or attributed to user mishandling. During device inspection, dried saline traces were observed on the air trap sensor block, causing the sensors to malfunction. However, no previous event was found for a leaking start-up kit (suk) associated with this thermogard console. The air trap sensor block assembly was replaced to remedy the fault. During visual inspection, scratches and surface damage to the raceway were observed, unrelated to the noted mid:09 error message. The observed issue was likely caused by dirt or other foreign material being present in the raceway while the pump was operational. Fluid and other materials can be present in the raceway, scratching the surface while the pump is running. Also, the raceway sometimes is not cleaned properly and when the pump is running, debris would cause damage to the surface/painted finish of the raceway. This is cosmetic damage and does not affect the functionality of the system. Following service, including preventive maintenance service actions, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard console with serial number (B)(4)..